Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used during an uncertain procedure, and the ptfe pad of the device was separated. The procedure was completed, and there was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad was missing and the missing ptfe pad wasn't returned to olympus. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Also there is a possibility that the ptfe pad was missing while undergoing the cleaning process after the procedure. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.